Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system underwent a device check prior to a magnetic resonance imagery (MRI). Disconnected electrode was identified and the patient requested a system explant to restore MRI compatibility. At the time of this report, no additional information on the explant procedure is available to saluda. Saluda representatives are not expected to be consulted further on this event.

Manufacturer narrative:
Section d4 serial number ¿ the serial number of the lead with disconnected electrode could not be determined. Two leads were implanted and the device information is provided below: lead 1: product description: evoke 12c percutaneous lead kit - 60 cm. Serial/lot #: (B)(6). Manufacture date: 11/25/2022. Expiration date: 9/20/2023. Lead 2: product description: evoke 12c percutaneous lead kit - 60 cm. Serial/lot #: (B)(6). Manufacture date: 11/25/2022. Expiration date: 9/20/2023.